Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell off a scooter and as a result the pump touch screen became shattered and unresponsive. There was no impact to the customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.